Manufacturer narrative:
Initial reporter is patient, unknown occupation. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient had two accidents the day of the call during lunchtime. The patient declined troubleshooting at the time of the call, rather the patient wanted to know how much to increase and what the maximum setting was. The patient was advised that stimulation adjustments should be made in small increments and then monitored for a few days after making the adjustment. The issue was described as sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient was scheduled for an office appointment to interrogate the device and the cause of the sudden incontinence was unclear, but the hcp indicated the patient had "concurrent [diagnosis] of ibs-d" which "may be secondary to this." Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient and healthcare provider (hcp) determined that the patient had an appointment scheduled with their hcp to have the device interrogated and the patient's settings adjusted as needed. The hcp also mentioned that the patient had been diagnosed with "ibs-d" which may be secondary to diet. The issue has not yet been resolved. There were no further complication reported or anticipated.

Manufacturer narrative:
Updated patient weight. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10